Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that needle was broke in her stomach and had to pull it out with pliers. The customer stated that this caused the site to bleed and there was blood inside the sensor. Introducer needlr was hard to removed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.